Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to borderline elevated cobalt levels (reported as 4). Intra-operatively, corrosion was noted inside the femoral head and on the trunnion. The stem, head, and liner were revised. Rep confirmed there are no allegations against the revised liner. Rep reported that he can provide pictures, and that no other information will be released by the hospital or surgeon.

Event description:
It was reported that the patient's right hip was revised due to borderline elevated cobalt levels (reported as 4). Intra-operatively, corrosion was noted inside the femoral head and on the trunnion. The stem, head, and liner were revised. Rep confirmed there are no allegations against the revised liner. Rep reported that he can provide pictures, and that no other information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding corrosion and abnormal ion level involving an involving an accolade stem that mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies.   -complaint history review: there have been no other similar events for the reported lot.  Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. The event was not confirmed and the root cause could not be identified. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.